Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they were charging more frequently. The patient went from going over a month between charges to needing to charge every 2 weeks. The patient had not recently been reprogrammed or switched to a new group. The patient charged their implant to 100% full. The patient was redirected to their healthcare provider. No patient symptoms were reported. The indication for implant was failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the healthcare provider indicated that the patient met with the manufacturing representative for instruction and programming. The issue with recharging too frequently was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.